Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient contacted patient services and stated she was going in for surgery as one of her leads became loose. The patient stated she could feel palpitations underneath her left breast. The following day the patient underwent a revision procedure due to right ventricular (rv) lead dislodgement. During the revision procedure the lead was successfully repositioned and no additional adverse patient effects were reported.